Event description:
This MDR was inadvertently filed on the alternative summary report q3-2004, for the period between july 01, 2004 through september 30, 2004 - which was submitted on october 29, 2004, but should have been reported as an individual MDR. It was reported that during a pta / stenting treatment procedure, the express vascular sm stent balloon ruptured a 3 atms. The lesion being treated was a moderately calcified, 95% stenotic lesion in the ostium of the non-tortuous right renal artery. Despite this event, the stent was successfully implanted and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
Updated to indicate that this event was inadvertently reported on the asr report, but should have been reported as an individual MDR. Product analysis verified the difficulty stated in the complaint. The returned catheter was inspected and a tear was noted on the balloon material 11 millimeters from the distal tip. Microscopic examination did not reveal any inherent deficiencies in the balloon material or the catheter's components that would have contributed to this incident. The shop floor paperwork for batch 6153963 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications. The exact root cause of the tear could not be determined.